Manufacturer narrative:
This remediation MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. The device history record (DHR) review is not applicable because the results of the complaint investigation, based on the nature of the failure, do not indicate a problem with the manufacture or repair of the device. A sample was received for evaluation. Visual inspection and functional test(s) were performed. Both rear labels were missing/removed and the device was in good physical condition. At power up, the reported problem was duplicated; software issue, stuck in pmu, the pump could not be tested. The root cause of the issue could not be determined. Actions(s) taken to mitigate the reported issue(s): reinstalled software.

Event description:
It was reported that the pump had a failed nda software upgrade. No patient injury was reported.